Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise suspected to be due to the patient manipulating the implant site. The icm remains in use. No patient complications have been reported as a result of this event.